Event description:
It is reported that a portion of the rim fractured off during the trial procedure.

Manufacturer narrative:
(B)(4). As returned, the locking ring on the provisional has fractured. The device has a potential field age of approximately 11 years. This situation may be a result of (but not limited to): excessive force or severe angle of insertion and/or removal of the provisional head, removal of the locking ring at any time during usage/cleaning, material becoming brittle due to cleaning/autoclave process, improper usage, and device fatigue due to usage over time.